Event description:
It was reported that a patient underwent a gynecological procedure in (B) (6) 2008. During the procedure, the unit was making a grinding noise while performing the hysterectomy. No adverse patient consequences occurred.

Manufacturer narrative:
(B) (4). (B) (4). Insufficient drive of disposable. Conclusion: the product upon which this medwatch is based has been received; however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.